Manufacturer narrative:
(B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they had sigma tibial broaches for attune revision system. It was a mix up of instruments. They had relayed the mix up to surgeon. The smallest attune revision tibial broach we had available in case was size 45 broach. Surgeon decided to use femoral broaches to open up the proximal tibia for 45 tibial broach. They trialed with the 45 tibial broach and continued to open implants according to all trial components. When implanting final component surgeon was impacting tibial constructed components the tibial bone vertically. The fracture was about 2-4 inches long distally. Surgeon decided to wire the tibia together. Not having correct tibial broaches to sequentially broach up to size could have been a factor in final implantation and fracture. There was 1-1.5 hours surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: h6 health effect - impact code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.